Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) sample, two (2) photos and two (2) videos were submitted to the manufacturer for evaluation. Through visual examination of the photos, the first image showed the set in use and filled with blood, indicating prior utilization. The second image captures the lower portion of the label. Based on the images provided, the reported damage and leakage could not be visually observed. Regarding the received sample, due to the presence of coagulated blood, which could not be safely purged, no further testing could be conducted on the returned unit. Through visual examination of the provided videos, it was observed that the set connected to another set with blood visibly leaking from the male luer connection. The reported defect is confirmed. While a defect was observed within the videos, an exact root cause could not be determined. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description: leaking blood set. Detailed inquiry description: blood set was leaking from hole in tubing as well as at luer connection site.